Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion alarms which were reproduced. Evaluation confirmed and reproduced the device failing to detect an upstream occlusion caused by an upstream sensor out of specification. The upstream sensor was calibrated to correct this condition

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device did not recognize an upstream occlusion. There was no patient involvement.